Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. Evaluation of mlp-004405 identified no device issues. (B)(4) was returned with the pump cable severed approximately 7.0¿ from the pump housing, and the distal portion was not returned. The modular cable was not returned. The sealed outflow graft (ofg) was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned secured to the cuff lock. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. Log files were retrieved from (B)(4). Events consistent with pump explant were captured on (B)(6) 2022. No atypical events were observed. The pump appeared to function as intended with stable rotor displacement and rotor noise values. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.